Manufacturer narrative:
(B)(4). The device was not returned for evaluation, therefore, an analysis could not be performed and a cause could not be determined. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.